Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 25 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.